Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 patients developed z-syndrome. Yag was performed without success. The doctor explanted 2 of the 3 lenses. At this time, it is unknown which patient has had what intervention. This report refers to patient 3 of 3. Please reference 2031924-2014-00043 for patient 1 of 3. Please reference 2031924-2014-00044 for patient 2 of 3.